Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that a shoulder arthroscopy, acromioplasty / rotator cuff repair procedure on (B)(6) 2020, it was observed that the electrode device became clogged that it no longer sucked. Another like device was used to complete the procedure with five minutes delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the procedure, the device become clogged and no longer sucks. The complaint device was not returned, despite the multiples attempts for product return, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [u2006083] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the procedure, the device become clogged and no longer sucks. The complaint device was received and evaluated. No visual damage in the device, saline residues were observed in the suction tube and signs of activation can be observed. Due to the failure reported is related to suction, the device will be sent to supplier for further evaluation. The vapr tripolar 90 suction electrode was returned to supplier for evaluation. The supplier conducted visual inspection and functional test of device received. The visual inspection revealed that the device was not returned in the original packaging, there is tissue debris visible in the tip suction port, the suction tubes show signs of residue, no visible damage on shaft, handle and cable the electrical test was conducted without fails. During the functional test, the flow test and the flow test post activation were fail. The summary of the supplier is: the customer report claimed the device suction became clogged during the procedure. The claim was substantiated with the device unable to achieve the minimum flow specification. The flow restriction was found to be caused by a build up of tissue debris in the suction path at the distal end of the device a manufacturing record evaluation was performed for the finished device lot number:u2006083, and no non-conformances were identified. From our investigation we were able to confirm the customer report that the electrode suction did not function with the returned device. The device was found to fail flow specifications due to tissue debris within the suction path at the distal end of the device which could not be removed during the investigation. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.